Event description:
It was reported that upon clinical investigations of six pts with total hip replacements five were found to have MRI detected pseudotumours and three have been revised. One of the cases had very high metal ion levels. The above stems were used in combination with a competitor's metal on metal cups and heads.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. The device was sent by the hospital directly to an external facility for investigation without involving zimmer. According to the provided info the current situation reflects an off label use. The product combination with a not zimmer product is not approved and recommended by zimmer at all. It is highly unlikely that a product failure itself caused the event. Should additional info become available and the device(s) be returned for evaluation or an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).